Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that an alert was triggered. The alert was noted to have triggered due to high/undefined impedance on the rv and svc coil of the right ventricular (rv) lead. A fracture was suspected. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.